Event description:
The customer states " the clips did not close properly on the vessels." No clinical consequence or medical intervention was reported.

Manufacturer narrative:
The samples have not been received by the manufacturer yet. Should the samples be received, a complete follow up report will be sent as soon as is available.